Event description:
It was reported that during a lap cholecystectomy procedure, after several clips were fired, the clip malformed. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.